Manufacturer narrative:
Internal file number - (B)(4). The device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a perforation that occurred during a procedure to treat the mid left anterior descending coronary artery. The 2.8x16mm graftmaster covered stent was to be used for treatment of the perforation; however, upon inserting into the guide catheter, the shaft of the graftmaster device broke. The shaft was not in 2 pieces and the break occurred outside the anatomy so the device was simply withdrawn. The perforation was tamponaded with a balloon. The patient is doing well and had a good outcome. There was a delay in the procedure; however, there was no impact to the patient. No additional information was provided.